Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a blank display while attempting to navigate to the temp basal screen. The customer also reported the buttons became unresponsive and then a button error alarm occurred. The customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly. No blank display noted. All operating currents are within specification. The insulin pump passed displacement test. No button error alarm noted. All buttons functioned properly; however, insulin pump had moisture on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.